Event description:
The following information was obtained through the clinical study (B)(6): it was reported the physician implanted a 30mm gore® cardioform septal occluder on (B)(6) 2021. On the same day atrial fibrillation was noted and the patient was treated with metoprolol intravenously and by mouth and was started on eliquis. Plavix was stopped.

Manufacturer narrative:
H6: updated investigation findings code. Updated investigation conclusion codes. Added component code. The gore® cardioform septal occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: new arrhythmia requiring treatment.